Manufacturer narrative:
Concomitant product: 5071-35 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the health care professional requested an interrogation of the device for possible undersensing. Follow-up was conducted and from the information obtained it clarified that the physician thought it was undersensing as pacing seemed to be every other beat, but in reality it was oversensing. It was reported that upon interrogation what appeared to be t-wave oversensing (twos) was present; no undersensing was found. It was noted that the right ventricular (rv) lead was double counting from sensing the t-wave following a biv (biventricular) pace. The rv lead was reprogrammed to eliminate the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.